Event description:
Procedure: stress ui /pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for surgery is vaginal vault prolapse. Procedures performed are removal of vaginal sling, colposacropexy and moschcowitz culde-sac obliteration .complications post mesh placement are in 2007: vaginal vault prolapse. Mesh revision along with additional implant surgery the patient underwent removal of vaginal sling, colposacropexy and moschcowitz cul-de-sac obliteration for vaginal vault prolapse under general endotracheal anesthesia. Concomitant implants : tvt sling.